Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 5. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.